Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) had received shocks. It was noted the patient was in atrial fibrillation with rapid ventricular response which naturally developed into a dual arrhythmia with ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to a fast vt with a shock successfully converting the rhythm. It was reported the patient did feel dizzy with the arrhythmia. It was reported that the patient may have been noncompliant with their medication resulting in the observed arrhythmias. A few days later remote monitoring showed the patient remained in sinus rhythm. No additional adverse patient effects were reported.